Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smart touch unidirectional catheter where noise was experienced on all electrocardiogram (ECG) leads. During the procedure, interference was observed on all ECG leads, both body surface and intracardiac, for both the carto 3 and recording systems. No other ecgs were available to monitor the patient¿s heart rhythm. The catheter and catheter cable were both replaced, and the issue was resolved. No patient consequences were reported. The inability to monitor the patient¿s heart rhythm while devices are intracardiac can lead to undetected rhythms that could be life threatening. As a result, this event is MDR reportable.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an ablation procedure with a thermocool smart touch unidirectional catheter where noise was experienced on all electrocardiogram (ECG) leads. The returned device was visually inspected, and was found in good condition. Per the reported event, the catheter was tested for electrical performance, and was found within specifications. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
On 7/6/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).